Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. Quality engineering evaluated the broach adapter device, and the reported condition was confirmed. The device was visually inspected and it was found that the device failed visual inspection, due to guide pin, locator hole, and cloverleaf damage. The reported condition that the device cannot insert/remove broach was confirmed due to guide pin and locator hole damage, consistent with broach not properly secured, and the cloverleaf damage is consistent with adapter not properly secured. It was determined that the most probable cause for the found defect (not functioning) is improper handling by the user. The assignable root cause was determined to be traced to the user, which is user error. UDI - (B)(4).

Event description:
It was reported that the broach adapter was difficult to engage and disengage from the broach device. It was reported that the broach device was able to be removed. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.